Event description:
It was reported that the patient¿s device had quit working and hadn¿t worked in a couple of years. The device was starting to bother the patient. The battery went dead and wouldn¿t recharge and it had gotten to the point where it was hurting the patient¿s back when they leaned on it or touched it just right. The patient was thinking about having their device removed because they figured it had gone bad. The patient had a loss of therapeutic effect. The patient had to have their device jumpstarted once prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v010451, implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 355029, lot# n094926, implanted: (B)(6) 2007, product type: accessory; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).